Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual and function al evaluation of the returned product could not be conducted. The reported implant was located on unknown tooth site and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review could not be performed without relevant item and lot information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant internal hex was damaged. The screw removal kit did not fit properly to the implant and the doctor had to use another competitors kit to be able to remove a screw. As a result, it was reported that the implant internal hex was damaged. No indication of implant removal was reported at the time of this report.